Manufacturer narrative:
The reported complaint of could not untighten the setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could be fully inserted into and engage the setscrew inset and untighten the setscrew. The blood most likely came through a hole punched through the septum by the torque wrench in the field. Electrical testing: the battery voltage is approaching the eri threshold. Additional information:d10

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a generator change due to normal battery depletion on (B)(6) 2020. It was noted that the set screw was stripped. Competitor torque wrenches were used and was unsuccessful with in-deploying the set screw. The pacemaker was reimplanted. The patient was stable. On (B)(6) 2020, the device was explanted and the patient received a new pacemaker implanted on the right side. The patient was stable before, during, and after surgery.